Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set under infused ¿multiple times on different patients¿ (not further specified). During contrast infusion, there was some resistance. The power injector alarmed when the resistance occurred and it dropped the infusion rate. The user was able to prime and flush with no issues. There was patient involvement, but no injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.